Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("a portion of the left essure device appears to be within the left aspect of the uterus"), pelvic pain ("pain") and polycystic ovaries ("pcos") in a 26-year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "issues implanting the right side". The patient's medical history included preterm labor and uterine contractions during pregnancy. Concurrent conditions included obesity, fever, lower abdominal pain, vaginal itching, burning micturition, hematuria, urinary frequency and bladder pain. Concomitant products included celecoxib (celexa), miconazole nitrate (monistat) and terazosin hydrochloride (terazo). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes/ hormonal changes describe: hot flashes") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). In june 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced vaginal infection ("infection (vaginal)") and urinary tract infection ("utis"), 3 years after insertion of essure. In (B)(6) 2016, the patient experienced polycystic ovaries (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and procedural pain ("came back to the right and the pain was horrible"). The patient was treated with metformin and surgery (ophorectomy(bilateral removal of ovaries) and total hysterectomy (uterus and cervix removed) and bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, polycystic ovaries, hot flush, mood swings, vaginal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, dysmenorrhoea, weight increased and procedural pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, mood swings, pelvic pain, polycystic ovaries, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 230 lbs. Insertion details- 4 coils seen left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2014: 1. Uterus and ovaries are normal in size. 2. A portion of the left essure device appears to be within the left aspect of the uterus. 3. No findings of free fluid. Urinary system x-ray - on (B)(6) 2013: 1. Previous essure procedure. Metallic densities are projected within the upper aspect of the pelvis. 2. Constipation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, urinary tract infection, vaginal infection, pcos, anxiety. A portion of the left essure concerning the injuries reported in this case, the following ones were described in patient¿s medical records: a portion of the left essure device appears to be within the left aspect of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs and medical record received. Reporters information and lot number was added. Preferred term of event hormonal changes was updated from hormone level abnormal to hot flush. Events added: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal and utis, apareunia (inability to have sexual intercourse), anxiety and depression, pcos, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, issues implanting the right side, came back to the right and the pain was horrible, a portion of the left essure device appears to be within the left aspect of the uterus. Event outcomes were updated. Treatment drug, concomitant drugs, lab data and medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("a portion of the left essure device appears to be within the left aspect of the uterus"), pelvic pain ("pain") and polycystic ovaries ("pcos") in a 26-year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "issues implanting the right side". The patient's medical history included preterm labor and uterine contractions during pregnancy. Concurrent conditions included obesity, fever, lower abdominal pain, vaginal itching, burning micturition, hematuria, urinary frequency and bladder pain. Concomitant products included celecoxib (celexa), miconazole nitrate (monistat) and terazosin hydrochloride (terazo). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes/ hormonal changes describe: hot flashes") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced vaginal infection ("infection (vaginal)") and urinary tract infection ("utis"), 3 years after insertion of essure. In (B)(6) 2016, the patient experienced polycystic ovaries (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and procedural pain ("came back to the right and the pain was horrible"). The patient was treated with metformin and surgery (ophorectomy(bilateral removal of ovaries) and total hysterectomy (uterus and cervix removed) and bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, polycystic ovaries, hot flush, mood swings, vaginal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, dysmenorrhoea, weight increased and procedural pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, mood swings, pelvic pain, polycystic ovaries, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 230 lbs. Insertion details- 4 coils seen left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2014: uterus and ovaries are normal in size. A portion of the left essure device appears to be within the left aspect of the uterus. No findings of free fluid. Urinary system x-ray - on (B)(6) 2013: previous essure procedure. Metallic densities are projected within the upper aspect of the pelvis. Constipation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, urinary tract infection, vaginal infection, pcos, anxiety. A portion of the left essure concerning the injuries reported in this case, the following ones were described in patient¿s medical records: a portion of the left essure device appears to be within the left aspect of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality safety evaluation of product technical complaint . Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a portion of the left essure device appears to be within the left aspect of the uterus/'), pelvic pain ('pain') and polycystic ovaries ('pcos') in a 26-year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "issues implanting the right side". The patient's medical history included preterm labor and uterine contractions during pregnancy. Concurrent conditions included obesity, fever, lower abdominal pain, vaginal itching, burning micturition, hematuria, urinary frequency, bladder pain and gerd. Concomitant products included celecoxib (celexa), miconazole nitrate (monistat) and terazosin hydrochloride (terazo). On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In may 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2014, the patient experienced fatigue ("fatigue"). In december 2014, the patient experienced hot flush ("hormonal changes/ hormonal changes describe: hot flashes") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). In june 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). On 17-mar-2016, the patient experienced vaginal infection ("infection (vaginal)") and urinary tract infection ("utis"), 3 years after insertion of essure. In june 2016, the patient experienced polycystic ovaries (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device\second test states to be within in the left aspect of uterus") and procedural pain ("came back to the right and the pain was horrible"). The patient was treated with metformin and surgery (ophorectomy(bilateral removal of ovaries) and total hysterectomy (uterus and cervix removed) and bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, polycystic ovaries, hot flush, mood swings, vaginal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, dysmenorrhoea, weight increased and procedural pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, mood swings, pelvic pain, polycystic ovaries, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 230 lbs. Insertion details- 4 coils seen left side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: 1. Uterus and ovaries are normal in size. 2. A portion of the left essure device appears to be within the left aspect of the uterus. 3. No findings of free fluid. Urinary system x-ray - on (B)(6) 2013: 1. Previous essure procedure. Metallic densities are projected within the upper aspect of the pelvis. 2. Constipation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, urinary tract infection, vaginal infection, pcos, anxiety. A portion of the left essure concerning the injuries reported in this case, the following ones were described in patient¿s medical records: a portion of the left essure device appears to be within the left aspect of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- migration of essure device\second test states to be within in the left aspect of uterus were added. Medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.